Event description:
The device was used during a laparoscopic hiatal repair procedure. Reportedly, pneumoperitoneum leaked from the device. The surgeon used another to complete the procedure. The hosp has reported no pt injury occurred.